Manufacturer narrative:
Batch review performed on 22 october 2024. Lot: 2344731: (B)(4) items manufactured and released on 18-dec-2023. Expiration date: 2028-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Additional components involved and revised: batch review performed on 22 october 2024. Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot: 2403629: (B)(4) items manufactured and released on 04-mar-2024. Expiration date: 2029-02-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 4 months post primary revision due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.